Event description:
The customer reported that two years ago, they received a reading of approx 300 mg/dl which was higher than they felt and took insulin on a sliding scale based on the reading. As a result, within thirty mins, the customer experienced symptoms of hypoglycemia and the paramedics were called. The customer was treated with glucagon and transported to a medical center where he was diagnosed with severe hypoglycemia and had blood work done. No add'l treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned the meter to the clinic where he received the meter two years ago, and product is not expected to be returned.